Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "switching pitches" was confirmed, but the motor was found to be able to rotate at reduced speed. It was determined that the vanes of the motor were damaged; one of the vanes had fractured and came out of its slot in the motor spindle, causing damage to the remaining vanes . This condition is likely due to normal wear out, but may have been exacerbated by insufficient lubrication. If add'l info becomes available a supplemental report will be submitted. (B)(4).

Event description:
Report received from USA stating that the device "will not rotate" and was "switching pitches" during surgery. It is known that the device was being used during surgery; however no pt or user injury or medical intervention occurred. It is unk if a delay in the surgical procedure occured as a result of the device issue. There was no add'l info provided.